Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and calcified ostium lad lesion exhibiting 99% stenosis. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the stent did not pass through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. No excessive force used. Initially the physician attempted to advance the stent in a 6fr guide. The physician felt that the devices were too big for the guide catheter. Took everything out and replaced with a 7 fr guide. When the physician attempted to put the stent in, it was noticed that the stent was not on the balloon. The physician could not locate the stent within or outside the patient. The physician got another stent to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.